Event description:
It was initially reported by a clinician that a patient, who was in the hospital for a dialysis catheter placement, had a device that could not be interrogated. There was not pacing seen on the electrocardiogram, and no tone was elicited with a magnet. Information in the manufactures database indicated the patient is deceased. The date, cause, and circumstances have all been requested and not received. The clinician was unaware of the death and unable to recall the situation, however, was going to try to pull up the information in the electronic medical records.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. A call and message were left at the cardiologist on file and no response. The clinician initially who called was contacted and looking into the medical records. Attempts to find the date of death were also unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The initial reported event was received on (B)(4) 2012 of note; the reported serious injury of the (B)(4) is normally submitted via a bimonthly that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the exemption reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.